Manufacturer narrative:
Device was explanted and returned for analysis. The pacemaker was received for analysis. Prior to the analysis the manufacturing process for this device was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process which may be related to the clinical observation. Particularly the final acceptance test, proved the device functions to be as specified. Upon receipt, the device was interrogated. A warning message regarding the battery status was displayed on the programming device, confirming the clinical observation. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. The pacemakers memory content was analyzed. The analysis revealed an invalid memory content related to battery data and consequently, the programmer displayed a battery warning. However, the battery condition and the current consumption were found to be normal and as expected. Further detailed analysis revealed recurrent invalid memory content. During analysis the root cause of this observation could be narrowed down to a damaged integrated circuit. In conclusion, the clinical observation resulted from a damaged integrated circuit. However, the therapy functions of the device were entirely available while implanted and in service.

Event description:
After an implantation period of 74 months a battery depletion was observed. Did not change the biotronik leads, as the intraoperative measurement showed good values.